Manufacturer narrative:
The pump was received with blank display due to corroded electronic assembly. The pump was unable to very alarm due to blank display. There was no constant tone noted. The pump was received with corroded motor home switch, cracked case at the display window corners, battery tube threads cracked, missing end cap sticker, and minor scratches on the lcd window.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received moisture damage on pump and had blank display. The customer states they received audio beep anomaly. The customer's blood glucose level at the time of incident was unknown. The customer was advised the pump would be replaced and returned for analysis.